Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), nausea ("nausea"), back pain ("back pain") and migraine ("migraine"). The patient was treated with surgery (on 2014 hysterectomy (full), (uterus and cervix removed) ). Essure was removed in 2014. At the time of the report, the pelvic pain, headache, nausea, back pain and migraine outcome was unknown. The reporter considered back pain, headache, migraine, nausea and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received: reporter information, patient demographic and event (migraine) were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), nausea ("nausea") and back pain ("back pain"). The patient was treated with surgery (she underwent a procedure to remove essure). Essure was removed in 2014. At the time of the report, the pelvic pain, headache, nausea and back pain outcome was unknown. The reporter considered back pain, headache, nausea and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.